Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse inspected the system and then performed a system decontamination procedure. The cause of the discordant cardiac troponin results is unknown. The analyzer is performing according to specifications. No further action required.

Event description:
The customer contacted siemens and stated that multiple patient discordant high results were obtained for cardiac troponin using a dimension rxl max w/ hm system. Some of the same samples were repeated on an alternate dimension rxl max w/ hm system where the results obtained were matching the initial results. The results were not reported to the physician(s). All of the same samples were repeated using a different device (I-stat). The results from the different device were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cardiac troponin results.

Manufacturer narrative:
The initial MDR 2517506-2017-00469 was filed on may 3, 2017. Additional information (june 1, 2017): a siemens customer service engineer (cse) reported that the discordance in dimension rxl troponin results were corrected by decontamination of the millipore water system and the dimension fluidics.